Event description:
A bag of IV medication was hung at 1906 for patient. At approx. 0330, this rn checked to see how much volume was left in bag because it should have been past due for a new bag to be hung for patient. Pump stated it had 6ml left when there was about 70 ml in bag. All connections were checked and ensured with two rns to ensure the right medication was connected to the right tubing, the connections were secured and labeled to the patient's IV access and not broken anywhere in the line. When assessing the drip chamber, the medication was dripping at a rate slower than would be for a medication running at 15 ml/hr. The next step was switching the IV pump. The new pump is currently running the drips, where in the drip chamber the drips are going appropriately for an IV medication running at 15 ml/hr. Patient not affected by incorrect drip rate, continuing to monitor.